Manufacturer narrative:
The hvad is used for treatment not diagnosis. Based on the information provided, there is no indication that there was any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status and the patient's comorbidities are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. Local infection is listed as potential complication that may be associated with the use of the system. For prevention of infection, the IFU states to remove unnecessary IV lines and replace old IV lines before hvad® pump implantation. Administer antimicrobial prophylaxis based on the hospital's nosocomial and microbial sensitivity profile with sufficient coverage for staph aureus, staph epidermidis and enterococcus. Use pre-operative scrub with antiseptic the night before and again the morning of the operation. After hvad® pump implantation, continue systemic antimicrobials prophylaxis for 48 to 72 hours. Remove mediastinal and pleural drains as soon as appropriate. Nursing measures to decrease infection include frequent hand washing and strict aseptic technique during contact with invasive lines and during hvad® pump dressing changes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) hospitalization.

Event description:
It was reported that on (B)(6) 2015 blood cultures were positive for (B)(6). Patient received intravenous antibiotics. On (B)(6) 2016, mediastinal sutures were removed. On (B)(6) 2016, patient was admitted for mediastinal redness and was taken to surgery which revealed a pus pocket. Rv was present. The issue was reportedly to have not been resolved.

Manufacturer narrative:
Additional information received indicates that the patient initially developed positive blood cultures on (B)(6) 2015 and was treated with intravenous (IV) vancomycin. The patient had a mediastinal suture removed on (B)(6) 2016 and was admitted to hospital on (B)(6) 2016 with mediastinal redness. The patient underwent surgery on that day where findings indicated a pus pocket around the right ventricle. A wound vacuum-assisted closure (vac) was applied at the end of this procedure. Blood and deep wound cultures obtained during this procedure proved to be positive for (B)(6). The patient's antibiotics were switched from ceftaroline to rifampin. A transesophageal echocardiogram (tee) on (B)(6) 2016 revealed multiple thrombus versus vegetations. Blood cultures on (B)(6) 2016 were negative. The patient was discharged home with weekly wound vac changes done within the operating room. The site reported that the event was not resolved. The primary investigator reported that the event was related to the study device, surgical implant procedure and to the patient's condition. Based on the information provided, there is no indication that there was any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status and the patient's comorbidities are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.